Manufacturer narrative:
A visual evaluation showed the body of the button separated at angle, approximately 3cm from button bolster. Striations on separated ends appears to have been cause by scissors or similar cutting device. There is no evidence of stretching or tearing of the body tubing. The condition of the returned unit was consistent with the complaint incident that the device bolster separated. During physical analysis of the device it was noted that the device appears to have been cut in two. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed sometime between the end of (B)(6) and beginning of (B)(6) 2010, (exact date is unknown). According to the complainant, post procedure on (B)(6) 2010, the internal bumper of the device fell into the patient's stomach and appeared in their stool. The device was not replaced as the patient does not use this device for nutrition and is currently being fed orally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed sometime between the end of february and beginning of (B)(6), 2010, (exact date is unknown). According to the complainant, post procedure on (B)(6), 2010, the internal bumper of the device fell into the patient's stomach and appeared in their stool. The device was not replaced as the patient does not use this device for nutrition and is currently being fed orally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)